Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A microscopic inspection was performed. Functional tests performed included leaking testing, clear passage testing, and clamp function testing with no issues noted. The device met specification, therefore, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an issue with a transfer set, further described as the twist clamp was loose. There was no patient injury or medical intervention associated with this event. No additional information is available.